Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted:(B)(6) 2014 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 12-may-2018, UDI#: (B)(4); product ID: 977a275, serial/lot #:(B)(6), ubd: 12-may-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their equipment seemed to be working fine, but they thought the stimulator inside of them died. Patient said they usually could feel some buzzing, but now they couldn't feel stim at all and their back was hurting, which was what the implant was put in for. Patient confirmed stim was on and implant was charged and said they'd tried different things, but still couldn't feel stim. Agent asked, patient said they started to not feel stim a week or two ago, and it might have been 3 weeks since they started not feeling stim. Patient then said months ago (earlier this year), they met with a rep who said they could tell there were some problems inside, like wires broke or something inside of the implant. Patient mentioned they go to the neurology clinic at the va in (B)(6), but didn't remember the name of the doctor there. Agent documented information given during the call. The patient was redirected to their healthcare provider to further address the issue and contact a rep. Patient mentioned they'd had several surgeries in the last year and the last one in june they had their leg amputated. Rep reported they say patient on (B)(6) 2024 and patient had an upcoming hcp appointment. Patient has a cervical lead and wants coverage in lower back. Pt was programmed. Rep did notice that there was a note in nlink from an ex-rep that mentioned fractured contact on the lead/the patient¿s contacts were out. Rep stated they will email the screen shot of the note because it is long (received and added to pe). Rep stated they must have missed the email on 9/4. Rep found the email and said they will respond to that as soon as possible too. It was reported patient stated 2 months ago she fell 3 times due to her new puppy; the stimulation tingling went away and she was getting no coverage in lower body aspect and no relief. Patient had no issues with recharging. Impedances were checked and they had 3 orange on the left bottom and number 12 on the right-hand side. Rep was able to work around those impedances to cover her neck and shoulders. However, the rep was unable to get them to feel tingling exactly in their lower back and legs. When turning up a setting for lower body region, her left leg and foot would twitch. Rep gave patient a neck setting and lower body setting in a through c and also activated cycling. Educated patient on how to turn that off. Patient will recharge 6 days.

Event description:
Additional information was received from a patient (pt). It was reported that their implantable neurostimulator (ins) was broken and it has not worked in a long time. The patient stated that they were trying to get an MRI, but they couldn't have it unless they have their controller. The patient stated that they didn't know where they put their controller and they couldn't turn the MRI mode if the stimulator was not working. The patient mentioned that the wires were broken and the battery was dead. Agent redirected the patient to their healthcare provider (hcp) to further address the issue. Agent reviewed information about the eligibility form and provided the pt's ins model and serial number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.